Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported unspecified particulate(s) (reported as "particles, hair, eyelashes, etc.") Were observed in thirty (30) syringe inlets. The particulate was observed while inspecting the inlets for total parenteral nutrition (tpn) compounding. There was no patient involvement. No additional information is available.